Event description:
It was reported that during a laparoscopic adrenalectomy resection procedure, clips did not form correctly and appeared to be crossed over when deployed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.